Event description:
It was reported that the patient stopped maintaining and charging their device as recommended and the ipg became inoperable as a result. Surgical intervention occurred to explant and replace the ipg, which resolved the issue.